Manufacturer narrative:
Due to characterization limit e2: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a broken helium module during routine check. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (health effect clinical code, investigation findings, component codes).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported during routine check by the customer that cardiosave intra aortic balloon pump (iabp) unit had a broken helium module. Upon inspection, the getinge field service engineer (fse) identified a helium leak originating from beneath the high pressure connection where the cylinder is inserted. Troubleshooting was performed to locate the source of the leak, and the high pressure turret including the integrated pressure transducer was replaced. Following the repair, full functional testing was completed, and all results were positive. The device was restored to proper working condition, and the failure did not result in any harm, inconvenience to operators or patients, or delays in clinical procedures. No patient involved and no harm occurred. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective high pressure regulator and transducer. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was retained by the customer.